Event description:
Philips received a complaint by the customer on the v60, indicating that the device had no power. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the device had no power. Device evaluation and repair are pending.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
H10/11: upon further investigation, this record was determined to be a duplicate record of MFR report number 2518422-2024-32243. The investigation will be documented under MFR report number 2518422-2024-32243. Therefore, this complaint no longer meets reportability requirements.